Event description:
It was reported that during an unknown procedure the powered echelon flex 60 with blue cartridge did not work. No patient consequences reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. (B)(4) = sled, firing trigger spring. The analysis found that one pse60a device (a) was received for analysis with the clamping mechanism damaged. Two ecr60b cartridge reloads were returned with the device. Cartridge (c) ecr60b, l52021 was received partially fired 1/4 consistent with an incomplete or interrupted cycle. Please note that if the instrument is partially fired, remove the instrument and slide the knife reverse switch forward to return the knife to home position. Cartridge (d) ecr60b, l52021 was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Upon further inspection, the spring firing trigger was noted to be loose and out of its intended position. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm release and release button were noted worn and damaged in the area where both interact. This damage suggests the device was forced to open with the knife not in the home position by pulling the closing trigger to home. No further functional test could be performed due to the condition of the device. However a dry fire was performed and the firing mechanism worked as intended. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.